Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention it was reported that this was a combination mitraclip procedure to treat the mitral regurgitation and degenerative tricuspid regurgitation (tr) with a grade of 4+. Two clips were successfully deployed in the mitral valve, reducing mr. Then the first clip was successfully deployed in the tricuspid valve. Then the second clip delivery system (cds) was advanced to the tricuspid valve for off-label use, and the clip was deployed. However, the second clip then became detached from the anterior leaflet, but remained on the septal leaflet (single leaflet device attachment/slda). A third clip was deployed to stabilize the slda. Three clips were implanted, reducing tr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for the reported single leaflet device attachment (slda) could not be determined in this complaint. It should also be noted that per the mitraclip instructions for use (IFU), it states: do not use mitraclip g4 outside of the labeled indication. The mitraclip was used to treat tricuspid regurgitation; however, the off-label use did not contribute to slda. The reported additional therapy/non-surgical treatment appears to be due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.